Event description:
Boston scientific corporation was informed that during a colonoscopy procedure, the clip was clamped down on the tissue and would not release off the coil catheter, they had to pull it off the tissue and back through the scope. The sales rep reported there may have been a small bit of tissue torn away, but there was no adverse bleeding when the clip was removed. The customer confirmed there was definitely no complications from the removal of the clip off the tissue. The physician had already placed another clip successfully. The case was completed with this device, but the procedure was prolonged. Patient condition is reported as "fine".

Manufacturer narrative:
The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event cannot be determined.